Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a loose plastic piece is confirmed and was determined to be supplier-related. The products returned for evaluation were two 19g x 0.75in. Safestep infusion sets w/ y-site. A gross visual inspection of the returned units found that no use residue or foreign material were present in either device. Microscopic inspection found that damage to the outer diameter of the stem of the dust cap in unit 02 was present. The dust cap of unit 01 was not returned. The shape, location, and extent of the damage observed on the returned sample suggested that the dust cap may have been damaged during the assembly process of the dust cap at the manufacturing site. Although no foreign material was observed, it is likely that the damage to the dust cap resulted in a loose piece of material being deposited on the device. The supplier has been notified of this event. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that two huber needles had pieces of loose plastic at the connection site. Detected before use on the patients. This report addresses both needles.